Event description:
It was reported that, "during today's navigator case, neither inserter (straight or bayoneted) would fasten securely to the implant. On the first cage attempt, the cage rotated prematurely and damaged the cage. Dr (B)(6) was able to get the second cage into the disc space in spite of the toggle but both inserters need to be replaced."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.